Event description:
It was reported that the patient passed away due to cardiac arrest. The caller stated that the patient's blood glucose was very low at the time of his death, and believes that the unit contributed to the death based on the way the patient used the device. No further information was provided. The caller agreed to return the unit for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The deviced passed all functional testing.